Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: k-wire device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was grinding during operation while holding the k-wire device. It was further determined that the device failed for check for untrue running, check gripping and power function assessments. During service/repair, it was observed that some of the components were corroded. It was further determined that the device had vibration - untrue running and corrosion. It was determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the quick coupling device was making a grinding noise sound while placing the k-wire device. During in-house engineering evaluation, it was observed that the device had vibration - untrue running. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.